Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Received a call from a home patient that reported an infection and pain following being implanted with c-qur mesh.

Manufacturer narrative:
Investigation: based on the review of the device history and sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement. Clinical evaluation: c-qur mesh is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Any surgery that causes a break in the skin can lead to a postoperative infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any infection may cause redness, delayed healing, fever, pain, nausea, tenderness, warmth, or swelling. Other risks for infection include the compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. Most infections can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required. Most patients who undergo surgical procedures experience acute postoperative pain. Many preoperative, intraoperative, and postoperative interventions and management strategies are available for reducing and managing postoperative pain. Pain control recommendations are based on the underlying premise that optimal management begins in the preoperative period with an assessment of the patient and development of a plan of care tailored to the individual and the surgical procedure involved. Evidence supports the use of multimodal regimens in many situations, although the exact components of effective multimodal care will vary depending on the patient, setting, and surgical procedure. Prolonged pain can be defined as pain persisting for more than three months after surgery and it is a complication of many common procedures including hernia repair. Surgical technique can influence the development of chronic post-surgical pain and techniques to minimize nerve injury should be used whenever possible. Problems after hernia repair are usually related to using a mesh product that is too small or to the fixation method and technique. It may also be related to non-compliance with activity limitations post operatively. Other factors that contribute to the outcome of hernia repairs are the patient's weight and medical comorbidities such as morbid obesity, diabetes and a history of smoking. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse event occur.

Event description:
Patient also allegedly experienced inflammation, cellulitis, seroma, abscess and debridement.